Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during mechanical thrombectomy with the subject device for a clot at the right middle cerebral artery- m1 segment (mca), a flow-limiting dissection in the mid cervical segment occured. The event was resolved. According to the physician's opinion, the adverse event is unrelated to the subject trevo device but related to the procedure.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, dissection is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. Expiration date: added. Manufacturing date: added.

Event description:
It was reported that during mechanical thrombectomy with the subject device for a clot at the right middle cerebral artery- m1 segment (mca), a flow-limiting dissection in the mid cervical segment occured. The event was resolved. According to the physician's opinion, the adverse event is unrelated to the subject trevo device but related to the procedure.